Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Bumped against my teeth [tooth disorder]. Oral b brush head flings up and out...comes off the pin...dislodged in my mouth [device breakage]. Case description: elderly female consumer via phone stated that her oral-b brush head flung up and out, coming off the pin. It bumped against her teeth and dislodged in her mouth. No serious injury was reported.